Manufacturer narrative:
Product event summary:the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Log file analysis revealed a low flow alarm on (B)(6) 2017 at 14:09:38. This kind of alarm occurs if the patient's average flow drops below the alarm setting. This is an additional observation not related to the reported event and likely patient related, not due to a device malfunction. Additionally, one vad disconnect alarm was recorded at 14:32:35 due to a physical disconnection of the driveline. Analysis of event files revealed that the device loss power at 14:32:47. Prior to the loss of power, the vad disconnect in the alarm file recorded that the controller was connected to an ac adapter on power port two and no power source was connected to power port one. A controller power up was recorded at 14:43:52 and six seconds later a vad disconnect alarm. The second vad disconnect alarm was likely due to the controller exchange. As a result, the reported event was confirmed. Based on the log file analysis, the most likely root cause of the vad disconnect alarm can be attribute to a physical disconnection of the driveline from the controller; it's likely the driveline was marginally connected to the controller. The most likely root cause of the reported loss of power can be attributed to a disconnection of the remaining power source. An internal investigation was initiated to capture events involving the controller losing power. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller was returned for evaluation. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Log file analysis revealed a low flow alarm on (B)(6) 2017 at 14:09:38. This is an additional observation not related to the reported event. Based on the risk documentation, possible causes of the reported low flow alarm may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Log file analysis also revealed three controller power up events on (B)(6) 2017 at 16:11:38, on (B)(6) 2017 at 22:05:59, and on (B)(6) 2017 at 14:43:52; respectively. No anomalies were observed during the recorded controller power ups. The controller was without power for 5 minutes and 26 seconds, 27 seconds, and 11 minutes and 5 seconds, respectively. Loss of power to the controller will trigger the display to become dark and show no parameters. Additionally, two vad disconnect alarms were recorded on (B)(6) 2017 at 14:32:35 and 14:43:58 due to a physical disconnection of the driveline. As a result, the reported events were confirmed. Based on risk documentation, a possible root cause of the first vad disconnect alarm may be attributed but not limited to a physical disconnection of the driveline and/or a marginal driveline connection. The most likely root cause of the second vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller due to the reported controller exchange as described in the event details. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product event summary: the controller passed visual inspection and functional testing. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient had experienced fatigue when a ventricular assist device (vad) disconnect alarm was triggered while they were at home.  The patient's caregiver reported that the screen on controller (B)(4) was blank and all connections were in place.  A controller exchange was performed and the pump restarted.  No further patient complications have been reported as a result of this event.